Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Correction to remove statement "the receiver ceased to function". Correction to remove statement "confirmation receiver ceasing to function".

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(4) 2018 there was an unexpected receiver shut-down. No additional event or patient information is available. The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. The receiver does not boot or charge and will not turn on. Opened the receiver case for internal inspection and it passed. Replaced the receiver battery with a known good battery and the receiver does boot and charge. Downloaded the receiver log and observed the receiver shutting down unexpectedly within the investigation window. Replaced known good battery with original battery and receiver no longer turns on. The complaint confirmation of an unexpected receiver shut-down was confirmed. The root cause was determined to be a bad receiver battery.